Manufacturer narrative:
Evaluation summary: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot. Six samples in total were received at the manufacturing site in relation to this complaint. Visual inspection was completed and the reported condition was confirmed; there were kinks in the tubing. A communication was completed in relation to kinks in the tubing. The returned lot numbers were manufactured prior to this communication session. A new communication was issued to the manufacturing team to emphasize the importance of coiling the tube correctly. A further review was completed with the manufacturing team where the samples were shown to the manufacturing team. Discussion with the manufacturing team finds that the most likely cause is the coiling process that is completed prior to wrapping in the blue wrap. The tube is either coiled too tight or coiled too close to the dip tube. The associated data will be fed into the risk management quarterly report. At this time a corrective and preventative action (CAPA) will not be initiated. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
UDI # is not applicable as this device is not sold in the us. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they noticed during initial inspection, prior to use, one tube is kinked and thus blocking the flow.